Manufacturer narrative:
No constant tone or audio/beep anomaly noted during testing. Unit had intermittent button response due to flattened up buttons dome switch. Unit had minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. When the up arrow button was pressed, the insulin pump made a click noise. Sometimes he had to press the insulin pump's up arrow button two to three times to respond. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.